Event description:
On (B)(6) 2011, pt reported his primary infusion device is not giving him enough insulin and he is currently on his backup infusion device. Pt stated he primed the infusion set on (B)(6) 2011 but only a drop of insulin came out. Pt reported he experienced elevated blood glucose readings of 355 mg/dl or 380 mg/dl and he thinks it is due to the infusion device. Pt's target blood glucose range is 150 - 175 mg/dl. Pt stated he noticed there was blood at the infusion site this morning. Pt reported the infusion site was inserted on (B)(6) 2011. Pt stated there was no leaking at the infusion site this morning but the site had become dislodged. Pt reported the infusion device did not give any alerts or errors. Assisted pt with the change the cartridge procedure. Had pt insert a new infusion site and place device in run mode. Pt discarded the alleged infusion set. On call back on (B)(6) 2011 pt reported experiencing elevated blood glucose levels over the past 4 days. Pt stated his current blood glucose level is 396 mg/dl and his normal blood glucose range is 150 - 180 mg/dl. Pt reported he delivered a bolus os 3.8 units of insulin for correction. Pt stated he was recently released from the hosp due to heart issues. Pt reported he believed he was having a heart attack and went to the hosp. Pt stated he was told he had a virus. Pt reported the issue was not with his infusion sites. Pt stated he believed the infusion device was causing the hyperglycemia. Recommended pt switch to the backup infusion device in the meantime. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.